Manufacturer narrative:
(B)(6). (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) with spyglass and cholangioscopy procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the spyscope ds was successfully inserted into the common bile duct. Then the physician noticed that the working channel sleeve of the spyscope ds protruded. The procedure was completed with a second spyscope digital access and delivery catheter. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) with spyglass and cholangioscopy procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the spyscope ds was successfully inserted into the common bile duct. Then the physician noticed that the working channel sleeve of the spyscope ds protruded. The procedure was completed with a second spyscope digital access and delivery catheter. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(Initial reporter address 1): (B)(6). The problem code 2979 captures the reportable event of working channel sleeve protrusion. A visual assessment was performed. The catheter demonstrated signs of use. As received, the working channel sleeve protruded. Maximum working channel sleeve was observed when the distal tip was articulated by turning the knobs is all directions. The distal tip was cut. The distal cap was removed. The catheter was cut open using the fixture. The working channel sleeve was removed. Witness marks were noted on the pebax. The white areas along bond a appear to show evidence of adhesion. The complaint was consistent with the reported event of working channel sleeve protrusion. Based on the investigation results, the underlying cause of working channel sleeve protrusion is an insufficient bond, particularly the second heat cycle of the working channel sleeve bonding process [bond b]. Therefore, the complaint investigation conclusion code selected for the working channel sleeve protrusion issue is manufacturing deficiency, which indicates that problems were traced to the manufacturing process. An investigation is underway to address this issue. A DHR (device history record) review was performed and no anomalies were observed. It was confirmed that the device met all manufacturing specifications.